Manufacturer narrative:
Section d4-UDI: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning many individual days across a total span of approximately 559 days ((B)(6) 2019 ¿ (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2020 at 14:33 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved when power was restored to the system. No other notable events were observed throughout the log file. The mpu (serial number (B)(6)) was not returned for analysis. The patient was confirmed to have access to the v-lock cable; however, further details about the cause of the loss of ac power were unable to be determined. The root cause of the observed loss of ac power within the log file was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2019. The heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm. The heartmate ii patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low voltage hazard and no external power on (B)(6) 2020 while using mpu. Patient had high ldh, over 4000. There were no other unusual events noted in the log file. The patient was admitted and stable. There were no vad alarms noted. The mpu is still operational. The cause of the high ldh was not identified. Concomitant product recorded under 2916596-2020-04833.